Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High sugar level of 16.8 mmol/l [blood glucose increased]. Device has been consistently giving an error and appears to be faulty [device defective]. Problem seems to be in the area where the insulin cartridge is inserted - it feels loose inside [device loosening]. On several occasions, no insulin has been delivered despite using the pen correctly [device failure]. Patient did miss a dose [product dose omission issue]. Case description: this serious spontaneous case from australia was reported by a consumer as "high sugar level of 16.8 mmol/l(sugar blood level increased)" with an unspecified onset date, "device has been consistently giving an error and appears to be faulty(device defective)" with an unspecified onset date, "problem seems to be in the area where the insulin cartridge is inserted - it feels loose inside(device component loose)" with an unspecified onset date, "on several occasions, no insulin has been delivered despite using the pen correctly(device failure)" with an unspecified onset date, "patient did miss a dose(missed dose)" with an unspecified onset date, and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "drug use for unknown indication", the patient's height, weight and body mass index were not reported. Current condition: diabetes (type an duration not reported). Concomitant products included - novopen echo (insulin delivery device). Since an unknown date the patients novopen 6 was had been consistently giving an error and appeared to be faulty. The problem seemed to be in the area where the insulin cartridge was inserted it felt loose inside, and patient suspected it might not be holding the cartridge securely. On several occasions, no insulin had been delivered despite using the pen correctly. On an unknown date patient did miss a dose upon reporting the issue, as a result, experienced high sugar level (blood glucose) of 16.8 mmol/l and had to go to hospital for the day, received insulin and had sugar levels monitored before discharged. Patient received a novopen echo from hospital to use. No issue with reported novopen 6. Conducted troubleshooting with patient, aligned piston rod back in place with catridge and delivered dose with no issue. Batch numbers: novopen 6: has been requested. Novorapid penfill: has been requested. Action taken to novopen 6 was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "high sugar level of 16.8 mmol/l (sugar blood level increased)" was not reported. The outcome for the event "device has been consistently giving an error and appears to be faulty (device defective)" was not reported. The outcome for the event "problem seems to be in the area where the insulin cartridge is inserted - it feels loose inside (device component loose)" was not reported. The outcome for the event "on several occasions, no insulin has been delivered despite using the pen correctly (device failure)" was not reported. The outcome for the event "patient did miss a dose (missed dose)" was not reported. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigation results :novopen 6, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case was updated with following information: final report ticked in EU/ca tab expected follow up date removed from EU/ca tab malfunction updated to no in device tab for novopen 6 is non-reportable updated to no is device tab bcdg code updated in device addendum tab investigation results updated. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Final manufacturer comment: 21-aug-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary investigation results :novopen 6, batch number: unknown no investigation was possioble, because neither sample nor batch number was available.